Event description:
It was reported that the patient presented with noise exhibited on the right ventricular (rv) lead. The rv lead was capped on (B)(6) 2022. Patient condition was stable. Further information was requested but not received.

Event description:
New information received notes that the patient previously presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited noise and under-sensing. Dislodgement was suspected and the rv lead was repositioned on 20 may 2022.